Manufacturer narrative:
Other text: h6 evaluation codes: updated no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for a no disposable alarm is the dso sensor; however, this cannot be confirmed as no product was returned for investigation. The product is beyond a year from manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect, so a DHR review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication or evidence provided in the complaint of a service issue., corrected data: health effects - clinical signs and symptoms or conditions corrected.

Manufacturer narrative:
Narrative 1.

Event description:
It was reported that the pump has a no disposable alarm. No patient injury reported.